Event description:
It was reported during deployment of the angio-seal vip, the physician stated he felt " 2 pops" while withdrawing the device. The physician was unable to unspool the suture and the collagen was above the skin. A suture lock up was suspected and the carrier tube and suture were cut between the sheath hub and the device cap. After exposing the suture and the tamper tube, the collagen was unable to be advanced. After inspecting the collagen, the physician was unsure of a tight seal so the remaining suture was secured to the skin and a sterile dressing was applied. A femostop was applied to secure the groin. The patient was transferred to the intensive care unit (ICU). While in the ICU, the patient bled, from the puncture site and the femostop was readjusted to control the bleeding. A surgeon was consulted for repair of the arteriotomy, in the operating room (or)the surgeon began a cut down to the arteriotomy and found the angio-seal anchor and collagen to be in the subcutaneous tissue. The arteriotomy was found to be clean round puncture with no linear tears. The artery was sutured and the groin was closed. The patient was sent back to ICU for recovery.

Manufacturer narrative:
One 6f vip device, tamper tube, 5.4" suture with the anchor, collagen, and sheath were received for evaluation. Upon receipt the device cap was inserted into the insertion sheath hub in the final , deployed position. The device had been cut in between the locking arms of the device cap and insertion sheath hub, the carrier tube section measured 43.4". The suture end opposite the anchor appeared to have been cut with a sharp object, evident by the smooth , even, suture, marker was present on the suture. Dimensional measurements were within specification. Functional testings revealed no anomalies. The collagen, suture, and anchor were soaked allowing for the removal of the collagen. No anomalies were seen. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU instruct the user to insert the assembly into the puncture tract. When the tip of the insertion sheath is about 1.5 centimeters into the artery blood will begin to flow from the drip hole in the locator. Slowly withdraw the arteriotomy loctor/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood does not resume, repeat these steps until blood flows from the drip hole again upon advancement of the assembly into the artery.